Event description:
The device was used during a colectomy procedure. Reportedly, the cartridge desengaged into the pt's cavity. The surgeon was able to remove the component and complete the procedure. The hosp has reported no pt injury occurred.